Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating the central processing unit could not communicate with the flow sensor using the 12c bus or the pressure sensor using serial peripheral interface (spi) bus were confirmed in the event log. The technician recommended replacing the device's printed circuit board assembly (pca)to address the issue. In addition, ventilator inoperative code e-84 was noted indicating the power fail voltage was outside its valid range for at least 10 seconds. Replacement of the device's pca is required to address this issue also. No repair was performed. The device was scrapped as per customer request. Additional findings not related to the malfunction/issue: the accessory port cover was noted to be missing. The device will be included in the fsn 2023-cc-src-039.